Event description:
The customer alleges back to back results of 500 and 200 mg/dl on his meter. Controls not run. No adverse event, treatment, or action reported based upon suspect results. Return requested and replacement was sent.